Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited shaved electrical contact of the video connector and a noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the shaved electrical contact of the video connector and the noisy image, the cause was due to a damaged charge coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.